Event description:
The customer reported the sensor and blood glucose reading differences. Customer's blood glucose was 79.20 mg/dl. Customer stated he applied the sensor that was showing low and kept suspending the insulin pump. Customer stated his blood glucose was 144 mg/dl and recent sensor reading was 167.40. Customer stated the there was 111.44% difference. Troubleshooting was done. Customer will monitor the issue. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.